Event description:
It was reported that the patient was currently hospitalized and the device impedance, current and battery voltage varied greatly whenever a measurement was made using the clinician programmer. A manufacturer representative met with the doctor to check the measurements with the clinician programmer and confirmed the values varied greatly as follows: (I) 759 ohms, 75 ua, >3.9v; (ii) >2000 ohms, <(><<)>7ua, >3.9 v; (iii) 1544 ohms, 40ua, >3.9 v; and (IV) >2000 ohms, <(><<)>7 ua, 3.85v. It was inquired about possible causes for the variance and why the voltage was as high as >3.9 v. It was noted that sometimes normal values were displayed after repeated measurements. The patient¿s symptoms of parkinson¿s disease had worsened recently and the stimulation device might have been turned to off. The patient was going to have urgent device replacement surgery tomorrow. Additional information received reported that the replacement was done and the patient was then receiving effective therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the implantable neurostimulator revealed no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.